Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an arthrex subsidiary employee reported via email that an ar-8917ds mini tightrope ft thread broke when trying to suture. The case was completed using another mini tightrope ft. This was discovered during a procedure on (B)(6) 2024. There was no harm to the patient. Requested additional information. Additional information received on 12/20/2024: this was discovered during a lisfranc procedure. The case was not delayed, and additional anesthesia was not needed.